Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) was unable to interrogate this pacemaker. Technical services (ts) discussed properly hovering slightly above the device and making a small circular motion. The hcp stated they would take the patient to the lab and wanted the device interrogated prior. The hcp noted it was an older consult, but ts was not able to find the consult listed. It was noted the pacemaker was implanted approximately ten years ago, and ts mentioned it could have low battery. Subsequently, this pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.